Event description:
During the process of an MRI, patient was positioned head first with cables on pt's right. Pads were used to separate the cables and keep them away from the pt. The burn was proximal anterior femur at the circular areas with the cables enter the coil. The device used was a rf. Coil model torso xl 4535.671.41882, 000263. Patient had on scrubs, legs were not crossed.